Manufacturer narrative:
Patient information requested, and all available information is included.

Event description:
Customer reported under infusion of cisplatin. Cisplatin was infusing with 403ml to run over 1 hour. After 1 hour there was a residual of 50ml and an actual run time was reported as 1 hour 15 minutes. No patient harm. Product return is not expected.